Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was around 240 mg/dl. Reportedly, the pump successfully turned on after leaving the pump plugged into the power source. Customer continued to use pump for insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.